Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had their scs ipg replaced because the ipg was inoperable. Stimulation therapy was reportedly restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.